Event description:
Information received from our affiliate. A pt developed an infectious corneal ulcer. The pt was wearing 1-day acuvue contact lenses. The pt wore the same pair for 3 to 4 weeks. The reporting eye care professional (ecp) said the pt was reluctant to discuss the care of the lenses. The pt was seen in the eye clinic in 2008, due to od redness from previous day. The patient was diagnosed with a corneal ulcer. The ulcer was not cultured, but the reporting doctor believed this to be an infectious corneal ulcer. The ulcer was described as 1 mm x 1 mm at the edge of the central cornea. The pt has no loss of va. The va od with glasses was 1.2 (20/20+). The pt was treated with ofloxacin gtts and hyaluronic acid gtts. On two days later, the pt had a follow-up visit and the redness improved. On three days later, the ulcer was smaller in size. The patient had follow-up visits on four days later, and another five days later, the surface of the cornea improved. The pt has a corneal scar. The product and lot number are not available. No additional information available at this time. MDR events are reviewed at quarterly management review meetings. Any additional information will be reported within 30 days of receipt.

Manufacturer narrative:
Labeled for single use and reuse.